Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the autoclavable camera head does not register to the camera box and shows color bars. The issue occurred during a diagnostic ortho procedure before sedation which was completed with a back up device. There were no reports of patient harm.